Manufacturer narrative:
Conclusion: according the information received, a finetuner echo was sent to service _ repair due to broken battery and leaking electrolyte. During device investigation a failed capacitor was detected which was clearly the reason for the reported issue. Electrical inspection could not be performed because of the observed failure. The battery which was found leaking was not received for investigation. No injury was reported. This is a final report.

Event description:
The fine tuner echo was returned to service and repair. No injury has been reported. Furthermore, the device malfunction was identified as the battery door broke and acid leaks out from the device. In addition, a standard battery was used.

Manufacturer narrative:
The device has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The fine tuner echo was returned to service and repair. To date, no injury has been reported.